Event description:
It was reported that the patient found to have suffered an embolism stroke via computed tomography scan, which was discovered after implant. It is unknown if stroke occurred perioperatively or post operatively. The patient was implanted on (B)(6) 2022 and reported to have no intra-operative complications. While in the intensive care unit (ICU), sedation held, and the patient was not able to wake up. The patient¿s right pupil noted to be nonreactive and dilated and stroke code was called. A CT of head showed diffuse loss of gray-white differentiation throughout left middle cerebral artery middle cerebral artery (mca) territory, representing acute infarct, occlusion of distal right extracranial internal carotid artery, occlusion of r v3 vertebral artery, severe stenosis of the l m1 mca, and occlusion of the l p3 patient-controlled analgesia (pca) and r p1 pca. Ischemic stroke was confirmed on (B)(6) 2022. Given poor prognosis, goals of care discussed with family and the patient was transitioned to comfort care on (B)(6)2022 and expired at 19:42.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2022. It is unknown whether the stroke occur intra-op on (B)(6) 2022 or post-op (B)(6) 2022 to (B)(6) 2022 and was confirmed by computerized tomography (CT) scan on (B)(6) 2022. It was reported that it was a complete left middle cerebral artery (mca) infarction and right carotid occlusion with collateral circulation. Per neurology note, there was a large, completed multifocal acute ischemic infarcts involving all of the l mca territory, in addition to right frontal stroke and bl posterior cerebral artery (pca) strokes. Cta with r p1 occlusion, l m1 stenosis. It is unknown if there were changes to patient condition or anticoagulation status that may have contributed. Pt was taken to the operating room (or) around 7am, prior to operating room reported to be alert, appropriate, and following commands, reported to have no intra operative complications, post op pt was brought to the cardiovascular intensive care unit (cvicu) around 2pm, sedation was held, reported to not be waking up, not moving his extremities to nox stimulated, and had a fixed & dilated right pupil. R neurological pupil index (npi) was 0. Stroke code was called. Coumadin at home. Patient had no history of intracranial bleed nor massive bleeding nor of recent mi or stroke there was a history of recent trauma or surgery related to the lvad implantation on (B)(6) 2022 patient did not wake up after 2 hrs post-operating room (early am on (B)(6) 2022) and right pupil was noted to be nonreative and dilated 4.5mm. Patient was transitioned to comfort care due to poor prognosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.